Event description:
It was reported that a spectrum pump failed downstream test and flow rate test during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During evaluation, the reported problem of "fail downstream test " was not reproduced. The device was sent for downstream occlusion test for high, low and medium settings and it passed all. A review of the event history log (ehl) revealed occurrences of multiple downstream occlusions. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. During evaluation, the reported problem of "failed flow rate test" was not reproduced. The device was teste for flow rate testing and it passed with error percentages of 2.8675% and 2.465%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.